Event description:
It was reported that during a laparoscopic procedure, air leaked. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: were any noises heard such as whistling or hissing? ---yes. If so, did the noise prevent insufflation? Please describe the noise. ---a boo sound. Was there a drop in pressure? ---no. If yes, did this affect the visibility of the surgeon? What was the gas consumption rate or volume (liter/minute)? ---8mmhg. Were you able to identify where the leak was coming from? ---valve. Was a device inserted in the trocar during the leaking? If so, what device? ---when an instrument was removed, air leaked. Was any torque being applied to the trocar or device? ---no.